Manufacturer narrative:
D4 serial number and UDI were revised to removed the leading 0s. H6 medical device problem code a150205 was revised to a150204.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the delivery issue was most likely patient related due to vessel stenosis and as evidenced as a cannula kink resulting from the resistance during delivery and excessive force use to attempt pushing the device for insertion. The cause of cannula kink was most likely patient related due to vessel stenosis and as evidenced as a cannula kink resulting from the resistance during delivery and excessive force use to attempt pushing the device for insertion.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during an attempted implantation of an impella 5.5, resistance was encountered during advancement of the device. It was reported that the physician experienced limited ability to advance the device and applied increased force, after which the pump cannula was observed to be bent and kinked. Due to the condition of the cannula, the decision was made to abort the implantation attempt and pursue access via the opposite axillary artery using a new impella 5.5 device. It was additionally reported that the affected impella 5.5 device was discarded and will not be available for return or investigation. No signs or symptoms of patient injury or patient harm were reported in association with this event.